Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of the month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how were the clips not loading correctly? Did clips slow feed? Did multiple clips feed at same time? Did clips partially feed? Did clips sideways feed? Response received from sales rep: this is what was sent to me about the event afterwards. Per nurse sent to sales rep via email: "here is a pic of what is happening. I had to take one off that's not pictured bc it crossed. The one on the stay side did not even keep the bile in the gallbladder, it was leaking through it! It looked like the one in the middle kinked and others just don't seem to be clamped down well. Should just get the gi consult now."

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were not loading correctly and jamming in the device. The procedure was completed with an alternate like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected data: 3005075853-2017-04721 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04721 will be re-submitted as follow-up #1. Please see attachment. - attachment: [3005075853-2017-04721.pdf].

Manufacturer narrative:
(B)(4). Batch # p92n0d. Per photographic evaluation: upon visual inspection of the picture, it appears like three clips were applied to structure and they appear to be malformed. However, no conclusion could be reached as to the cause of the formation as the photos do not provide enough evidence to determine root cause. Physical evaluation determined that the device properly fed and formed the remaining clips. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.,a picture of the sample was received for analysis. Upon visual inspection of the picture, it appears like three clips were applied to structure and they appear to be malformed. However, no conclusion could be reached as to the cause of the formation as the photos do not provide enough evidence to determine root cause. Physical evaluation determined that the device properly fed and formed the remaining clips. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.